Event description:
It was reported that the patient presented in-clinic for a defibrillator replacement surgery. During the procedure upon interrogation, it was noted that the left-ventricular (lv) lead exhibited inappropriate high-voltage output and high capture threshold. As a resolution the lv lead was capped and replaced by a left bundle pacing lead on (B)(6) 2025. The patient condition was stable.